Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 195 mg/dl. It was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer has changed the location site 4 times. Customer has also changed the set and reservoir. Customer was receiving no delivery alarms during boluses. Customer took a manual shot this morning and last night. Customer will try the samples that are being sent first. Customer was advised to monitor the pump and call back if problems persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.